Manufacturer narrative:
The accounts maintenance found the logic and zib boards have corrosion on them and what appears to be cleaning solution. He replaced both of the boards to repair the bed.

Event description:
The account alleged when pressing the hi/low down switch the hi/low will run down but will stop at a certain point and reverse itself.